Event description:
It was reported that the patient presented to the emergency room (ER). Upon review, the patient's left ventricular(lv) lead exhibited loss of capture. Visual examination showed the lv lead was dislodged. The lead was explanted and replaced. The patient condition was stable post-procedure.